Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock with her external equipment and implant. External equipment was exchanged, however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.